Event description:
A 39 year old female dental assistant was performing extractions and implant procedures on a 60 year old female. As the dental assistant was recapping the needle, the needle went through the lid causing a needlestick as it stuck them in the finger. As a result they went to see occupational health, went to ER to get tested and bloodwork to be done and put on prescription medicine. The patient is hep b positive.